Event description:
(B)(4) study. Same case as 2134265-2013-02217. It was reported that following a stenting treatment procedure, unstable angina occurred. In (B)(6) 2012, the target lesion # 1 was a de novo chronical totally occluded lesion located in the mid lad with 100% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the distal lad with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.25 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion us coa stent with 0% residual stenosis. This stent was overlapped with the study stent deployed in the mid lad. The subject was discharged one day post procedure on aspirin and prasugrel. In (B)(6) 2012, medication was given to treat unstable angina. Initially, it was planned to intervene the in-stent restenosis of the study stents in the saphenous vein graft extending to the right posterior descending artery. However, the subject started experiencing general discomfort due to reaction to IV dye. Lips and face became puffy. Ultimately the procedure was aborted. This was a a potential study device interaction. Two days post hospitalization, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).